Event description:
It was reported that the device was explanted and replaced due to inability to interrogate.

Manufacturer narrative:
Analysis found an arc mark on the device can. The arc resulted in lost hermeticity of the can, allowing body fluid to enter into the can shorting various components within the device. The arc mark was examined using electrodispersive spectroscopy which identified lead conductor material on the arc mark. Further testing could not be completed.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form. Other text : device evaluation anticipated but not yet begun.